Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient was choosing to "forget about" the eri message that had been seen, as they were noted to be "doing pretty good for being almost (B)(6)." The patients weight at the time of the event was noted to be (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. It was reported that the patient received an elective replacement indicator (eri) message. It was noted that the patient fell about a month to 6 weeks ago which could be related to the issue. The patient started seeing the message a week and a half ago. There was no allegation with the ins longevity. The caller was redirected to contact a healthcare professional for a possible ins replacement. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.